Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries, hard drive, and the software upgrade were installed during service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 2800 system had a communications error during a case. The procedure was completed. No patient injury was reported.